Event description:
The account alleged that the head section will go but not down. The only way he could get the head section down was to switch the head and knee functions on the control box.

Manufacturer narrative:
The account replaced the nurse control box to repair the bed.